Event description:
Patient had a titan colplast inflatable penile preothesis placed (B)(6) 2018 and on (B)(6) 2025 had it explanted due to it had stopped working abruptly recently (unknown exact date). Patient had reported to the urologist that he had activated it and when he stood up it deflated & would not inflate again. No harm.